Event description:
The hospital reported that the distal tip on the bom 7mm extended length endoscope was bent. The product was delivered from the sterile processing department who noticed that the scope tip was bent.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of usage or evidence of blood. A visual inspection determined that there is visible deformation damage on tip immediately adjacent to the lens. The damage is consistent with the damage seen from blunt force impact at an angle with a hard surface. A light cable was attached to the illumination port on the endoscope and viewed on a monitor; there was clear visibility through and sufficient illumination to view and capture an image with readable text. Based upon the evaluation results, the reported complaint was confirmed. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).